Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2007. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 02-jun-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding patient receiving baclofen 500mcg/ml at 70.1mcg/day via an implantable pump. The indication for use was intractable spasticity. It was reported that the healthcare provider went to do a normal pump replacement and couldn¿t aspirate the catheter. The healthcare provider then connected up to the new pump and did not do a back table prime. The healthcare provider connected the new pump with water in the internal pump tubing, but the catheter had 500 mcg/ml of baclofen 500 mcg/ml. The reporter was inquiring when the patient would start getting water. It was estimated with a catheter length of 0158ml that the baclofen will be done delivering in ~27 hours and then water, for a range of 34 hrs to 51 hours then the patient will start getting baclofen again.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The cause of the inability to aspirate the catheter was not determined. Actions taken to resolve the inability to aspirate included switching the proximal piece of catheter (same length) for a model 8758. They also then reattached and retried to aspirate with no changes. The patient was to be seen next post-op on (B)(6) 2021. It was noted that the pump was at normal elective replacement indicator (eri) and approaching end of life (eol) so the physician chose not to return. The facility and physician had declined the company representative¿s offer to return the device for them. The patient¿s weight was unknown.